Manufacturer narrative:
This patient has severe calcification of the native valve and moderate calcification of the native leaflets. There was no ventricular septal hypertrophy, and the sinotubular junction (stj) was moderately calcified and not narrow. Prior to deployment, the first sapien valve was positioned 60:40 ventricular and the image intensifier angle and coaxial alignment of the delivery system and valve were reported to be good. During deployment, ventilation was held and, there was no loss of pacing capture. Ejection fraction was noted to be 40%. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. In addition, per the IFU, valve malposition is a known potential complication of the tavr procedure. Factors to consider when assessing for aortic valve malposition include the following patient factors, significant valve over-sizing (= 4 mm), severe septal hypertrophy, minimal valve/leaflet calcification, and preserved ejection fraction (ef). Technical considerations include sub-optimal image intensifier (I/I) angle, non-coaxial alignment of the guidewire/ valve/ delivery system, improper valve position pre-deployment, balloon inflation = 3 sec during deployment, or loss of pacing capture during deployment. The physicians undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. The exact cause of the reported event cannot be confirmed; however, in addition to procedural factors, severe calcification of the native aortic valve and moderate calcification of the stj could have caused or contributed to the valve moving ventricular during valve deployment resulting in the aortic regurgitation. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via the edwards clinical specialist, during a transapical transcatheter aortic valve replacement (tavr) procedure, the first edwards sapien valve was implanted too ventricular. The patient was hemodynamically stable; however, the valve appeared to be in a 95:5 position favoring the left ventricle (lv). As a result, there was moderate paravalvular leak (pvl) and some central aortic insufficiency (ai). A decision was made to implant a second sapien valve. The second valve was positioned, covering 75% of the first valve, favoring the aorta and centralized within the aortic annulus. One day s/p tavr procedure, the patient was noted to be in a stable condition.